Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 1200 mg/dl. The spouse stated that the insulin pump was tested by a health care professional and other medical professional at the hospital and concluded that there was an infusion problem with the device. It was also stated that the insulin pump was programmed to deliver 8 units and the device only delivered half of one unit. Furthermore, it was reported that the customer's blood glucose kept rising due to an illness. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.